Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, half way into the case, the patient had a small pericardial effusion that was monitored throughout the procedure. It was noted that the patient was in stable condition throughout the case. After the procedure, there was enough fluid for a pericardiocentesis to be performed. After this procedure, the patient was sent to the ICU in stable condition for observation. It was noted that the patient had a poor initial blood pressure baseline and was given medication prior to the case. Upon request, the bwi field representative gave additional information and clarification on the event. Act was maintained at 300 to 350's during the procedure. They did not notice any abnormal signals. The event occurred during ablation. It was unknown how many ablations the patient received before the event but the issue was noticed half way through the procedure. The rf generator was set to "power control" mode. The power setting was 20 to 35 watts, depending on location of ablation. The temperature cut-off setting was 40 degrees for the ez steer thermocool sf nav catheter and 50 degrees for the navistar thermocool catheter. The flow setting was 8 or 15 cc for the ez steer thermocool sf nav catheter and 17 or 30 cc for the navistar thermocool catheter. There was no difficulty in manipulating the catheter. Sheaths used during the procedure were the bwi preface guiding sheath w/mult. Crv and convoy. During the procedure, they also used a reprocessed 15mm lasso. The physician mentioned it is a known complication for this type of procedure. The patients updated health status is that he was stable and sent home.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant product: product # pref. Guiding sheath w/mult.crv; mfg # 301803m; OEM lot # unknown. Product # carto 3 system; mfg # m-4800-01; serial # (B)(4). Product # stockert 70 system; mfg # m-5463-01; serial # (B)(4); product # cool flow pump, u.s. Ship kit; mfg # m-5491-02; serial # (B)(4). Product # webster cs with auto ID; mfg # d-1353-04-s; lot # 15678407m. Product: reprocessed 15mm lasso. Biosense webster manufacturer's (B)(4) are related to the same incident. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that while performing an atrial fibrillation (afib) procedure, half way into the case, the patient had a small pericardial effusion that was monitored throughout the procedure. It was noted that the patient was in stable condition throughout the case. After the procedure, there was enough fluid for a pericardiocentesis to be performed. After this procedure, the patient was sent to the ICU in stable condition for observation. It was noted that the patient had a poor initial blood pressure baseline and was given medication prior to the case. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also deflection and irrigation tests were performed and the catheter passed all tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Since the catheter passed specifications, the root cause of the effusion remains unknown.